Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012, patient underwent spine fusion surgery on the lumbar region of his spine from vertebrae l4 to s1 using select parts of rhbmp-2/acs (only the rhbmp-2 and collagen sponge). Reportedly, the rhbmp-2 collagen sponge was placed outside a cage (i.e., over the posterolateral gutters and transverse processes). Posterior approach was used for this surgery. Allegedly, the patient's post-operative period had been marked by a period of improvement, followed by increasingly severe and chronic low back pain, with pain and radiculopathy in both legs. He experienced difficulty sleeping and walking, and sometimes requires a cane to assist in ambulation.